Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. As returned, the tip of the hex bolt is fractured.the handle exhibits damage that indicates off axis impaction. The device shows wear & tear. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument broke at the bolt during a hip surgery. No known harm or injury occurred. Additional information is currently unavailable.